Event description:
During placement, two s1813iob-implants broke and the fragments remaining in the bone were removed the same day. The dentist used an trephine drill and successfully removed all fragments.